Manufacturer narrative:
H6- health effect clinical code 4581- angle closure (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -14.50/+2.5/092 into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault and angle closure with elevated iop; 30mmhg. On (B)(6) 2023 a replacement lens two sizes shorter in length was implanted and the problem was resolved. Cause of event reported as unknown and the reporter stated it was unknown if the device failed to perform as intended.

Manufacturer narrative:
Claim# (B)(4).